Event description:
Per the clinic, the patient experienced abnormal sound quality, and the issue could not be resolved. The patient underwent a surgical procedure (date not reported) to replace the abutment with a longer model. The implanted device remains.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the patient's clinic, the patient underwent a surgical procedure (B)(6) 2012 to replace the abutment with a longer model. The implanted device remains. This report is filed (B)(4) 2012.